Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the case. The following is a review of that feedback. There was some difference between the steep axis (97°) and the measured axis of astigmatism (106°). This difference was acceptable, given the influence of posterior astigmatism. The surgeon did not compensate for the horizontal axis prior to each case. The case analysis from system shows that multiple pseudo-phakic reads were performed. When this occurs there is a risk of loss of adequate intraocular pressure (iop) during the reading. The wide field of view images show significant intraocular lens (iol) tilt ¿ indicated by the large discrepancy between the purkinje reflections from the cornea. This erroneously influences the measured astigmatism. This outcome was mostly technique related. The customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an unexpected refractive result post analyzor guided cataract surgery in a patient's right eye. Axis was significantly off. The patient will undergo a correction procedure to rotate the intraocular lens (iol) or lasik. No action has been taken yet. Upon follow up, clinical applications specialist reported there was some difference between the steep axis (97°) and the measured axis of astigmatism (106°). This difference could probably be acceptable given the influence of posterior astigmatism and that this surgeon does not compensate for the horizontal axis prior to each case.